Event description:
N/a

Manufacturer narrative:
The microsensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - here is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - no visible damage to the millar sensor or connector. Icp express = no transducer detected. Internal wires broken. No testing was possible. Based on the evaluation we were able to confirm the complaint. The complaint was confirmed in the complaint investigation. Root cause was determined to be mishandling of the catheter. No further investigation or corrective action is anticipated.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID: (B)(4)) showed no reading. The issue was detected after placement, before implantation site closure, and the event led to 15 minutes surgical delay. The procedure was completed with a replacement product available. There was no adverse consequences with the patient.